Event description:
It was reported that occasional t wave oversensing was observed and a vibration alarm was triggered. The ICD is from other manufacturer. Instances of variance in pace and sense impedance was observed. The lead was explanted, the patient's condition after the procedure is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that occasional t wave oversensing was observed and a vibration alarm was triggered. The ICD is from other manufacturer. Instances of variance in pace and sense impedance was observed. The lead remains implanted, the patient's condition is unknown.